Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day prior to the diagnosis of peritonitis, the patient was hospitalized for an unspecified indication. On the same day as the onset, the patient began treatment with intraperitoneal (ip) fortum1.5 gram (duration and frequency not reported), ip reflin 1.5 gram (duration and frequency not reported) and ip heparin 1000 international units each bag for 3 days for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time. This is report 3 of 3 involved in this event.in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).